Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional xience prime referenced is being filed under a separate medwatch report.

Event description:
It was reported that in-stent restenosis (100%) was observed in the previously implanted xience prime stents located in the mid right coronary artery. The restenosis was treated with plain old balloon angioplasty. The patient recuperated by (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.